Manufacturer narrative:
Integra has completed their internal investigation on 14 sep 2016. The investigation included: methods: -evaluation of actual device. -review of device history records. -review of complaint history. Results: evaluation of device: engineering and repairs were able to confirm the issues as described. During inspection, the swivel adaptor had its rubber o-ring missing. Also, the handle/transitional moved at 55ft-lbs down to 21ft-lbs force. However, the unit did not move at 20ft-lbs. Device history record reviewed for this product ID under lot code/work order 154/(B)(4)manufactured on 21- apr-2015 show no abnormalities related to reported incident found. This device passed all required inspection points with no associated mrr¿s, variances or rework. A two year lookback in trackwise for this reported failure and or related to "unit did not hold proper pressure and moved" for product ID a3101 shows that no additional complaints were received. No new design or manufacturing trends have been identified however this issue will be monitored. Conclusion: engineering and repairs were able to confirm the customer complaints. The root cause on the missing o-ring in the swivel adaptor can be attributed to wear and tear. Furthermore, the design of the swivel adaptor has been updated to exclude the use of o-rings in its assembly by re-designing the stud to include ¿shoulders¿ to prevent it from coming apart during use.

Event description:
The a3101 mayfield composite series base unit was sent in for repair. The unit was cleaned per protocol. It was also received with the swivel. The adaptor o-ring was missing and the swivel adaptor was an older style. When testing the unit, the repair noted that the base handle did not hold proper pressure and moved at 32 foot pounds. It was then sent to engineering for further investigation. There was no information provided on patient contact or injury. Additional information has been requested and is pending.